Event description:
Found to have a fractured catheter today, (12/21/97) during dialysis. Pt has a fistula in right arm which is functioning. It has been used for the last month. Dr. Surgeon was to remove catheter. To surgery at hospital on 12/21/97 for removal of fractured tesio catheter. Post-op diagnosis - chronic renal failure with fractured venous port.